Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('my right tube was inflamed so she had to cut lower into my uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and cyst ("cysts"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the salpingitis, endometriosis and cyst outcome was unknown. The reporter considered cyst, endometriosis and salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-salpingitis, endometriosis, cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: newly added newts- endometriosis, cysts,reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('my right tube was inflammmed so she had to cut lower into my uterus') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- event adverse event updated to salpingitis. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.